Event description:
There was an allegation of questionable phos2 (phosphorus) results from the cobas 8000 c702 module. The initial result was 0.93 nmol/l and the repeat result was 3.17 nmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer checked the rinse levels, wash stations, and probes which were all okay. He replaced the gear pump head and adjusted it to the correct pressure. He replaced all disk b probes and performed adjustments. The customer ran qc which was acceptable. The investigation determined the service actions resolved the issue.